Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 674mg/dl, and she was treated with an insulin drip. It was stated that the customer experienced stomach pains and tiredness. The caller stated that the customer was off the insulin pump four days before her admission. The mother mentioned that the customer went to the hospital three times prior to being hospitalized, but she does not remember the dates. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please medwatch report # 3004209178-2013-99863.